Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the remote user interface. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the systems' remote user interface would not function properly. No pt injury was reported.